Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for an unknown matrixrib plate - unknown lot; unknown part. UDI number is unknown. Implant: unknown. Explant: device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. The device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following literature article: nadeem (2018) titanium plate fixation of flail chest. Journal of pediatric surgery case reports, volume 29 (2018) pages 39-43. USA the aim of the article was to elaborate the present short and long term outcomes of titanium rib plating in two pediatric patients with traumatic flail chest. A (B)(6) male presented with fractures of left ribs 4 through 8 due to an all-terrain vehicle (atv) accident. Other injuries and complexities include right clavicle fracture, bilateral superior rami fracture, extensive emphysema, lung consolidation and pneumothorax. Patient was unable to wean from the ventilator by hospital day 4, due to pain control issues and poor respiratory effort. Patient underwent open reduction and internal fixation (orif) of the ribs, 4 through 7 which were plated sequentially using titanium plates synthes matrixrib ((B)(4)). Patient was discharged to home on post-operative day number 5. Upon follow-up at 1 month, patient had no pain or respiratory symptoms and had a good cosmetic outcome. At 5 years follow up, the patient has full activity with no residual pain and a symmetric chest wall. The following complications were observed: the patient experienced minimal pain 1 day post-operatively. Patient was dependent on intravenous narcotics up to 3 days post-operatively. This complaint is for an unknown titanium plates, synthes matrixrib ((B)(4)). This is report 1 of 2 for (B)(4). This complaint involves one (1) device.